Event description:
The customer reported a suspected positive bi. The load was not fully recalled. The customer reported that there were no injuries related to the items in the load that were not recalled.